Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was complaining about seal integrity of the device. When the surgeon was sealing thin to medium thick tissue near the antrum of the stomach, he would encounter what he stated were incomplete seals. He had to go back and seal multiple times to stop the bleeding. The patient had 5-10ml of bleeding and transfusion was not necessary. There was no regrasp alert reported. There was an end tone heard. Same device was used to complete the case. They had to go back and reseal the vessel. There was no patient injury.